Event description:
The customer reported the ventilator alarmed and cannot be triggered, with almost no gas flow from ventilator. It was reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).